Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stem poked inside jaw [mouth injury]. Tooth brush refill head came off in my mouth - oral-b [device breakage]. Case narrative: 58-year-old female consumer reported via phone that the oral-b toothbrush refill head came off in her mouth and the stem poked inside her jaw. No serious injury was reported.

Manufacturer narrative:
On 09-sep-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Stem poked inside jaw [mouth injury]. Tooth brush refill head came off in my mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 58-year-old female consumer reported via phone that the oral-b toothbrush refill head came off in her mouth and the stem poked inside her jaw. No serious injury was reported. On 29-jul-2024 case update from information initially received on 02-jul-2024: the suspect product lot number was removed. The concomitant product lot number was 1ca15122005. No serious injury was reported. On 09-sep-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.